Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ad1a.240905.004. Smartphone hardware: pixel 9. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level was over 250 mg/dl while wearing the pod between 4 and 24 hours. The pod was buzzing and not delivering sufficient insulin. Symptoms reported include blurred vision. As treatment, healthcare providers gave regular insulin injections and a new pod was placed. The patient was released the same day.